Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred. The customer replaced the cartridge to resolve the issue. Customer¿s blood glucose level was 358 mg/dl.